Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed multiple high impedances. An x-ray was taken and showed no anomalies. Surgical intervention may be pending to address this issue.